Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they rewind the pump, it sounded louder than when they first received it. There was a grinding noise and when priming the insulin, it squirted out instead of dripping. The customer also reported an unexplained or random no delivery alarm. The customer blood glucose level was unknown at the time of incident. The insulin pump will not be return for analysis.